Event description:
It was reported that the insulin pump had an error alarm during the manual prime and insulin was noted to be squirting out. Customer's blood glucose reading at the time of the call was 240 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. The device had cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.